Event description:
It was reported that the patient presented in clinic. A device interrogation showed that the patient's right ventricular (rv) lead exhibited noise oversensing which resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2026. The patient was stable throughout.